Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 28 mg/dl requiring third party assistance; cause of bg was due to delivering the intended bolus, but bolus ended up being too much insulin due to customer miscalculation. Customer consumed soda to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.